Event description:
Complainant alleged that during a routine shift check by a clinician the paddles would not allow the device to discharge. Paddle would allow discharge if heavy pressure is applied and paddles are moved simultaneously. Complainant indicated that there was no pt involvement in the reported malfunction.